Event description:
It was reported that the procedure was to treat the 90% stenosed proximal left anterior descending (lad) coronary artery with mild calcification and mild tortuosity. The 2.0x15 mm mini trek balloon dilatation catheter (bdc) was used for pre-dilatation and was advanced to the lesion with resistance with the anatomy. The balloon ruptured at 8 atmospheres. A non-abbott bdc was used to complete the pre-dilatation and a drug eluting stent was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.